Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of mixed product/ lot was confirmed upon inspection of the photos. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. A probable cause of the mix up is attributed to human error. A manual verification is always completed before any batch changeover. However, if the accumulated dispenser boxes are insufficient to form a complete shipper, these remaining boxes are to be scrapped during line clearance. The production technician failed to scrap the remaining dispenser box. A review of the past year complaint history shows no similar cases, supporting that this is likely an isolated incident. To prevent this defect, a quality alert was conducted to retrain all relevant production associates. Review of the line clearance process will be completed to identify any gaps. Also, a standard work instruction will be completed for the changeover/ line clearance activities to reinforce proper line clearance for all relevant production associates.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon-e 24ga x 0.75in mixed product/lot it was reported that the customer ordered a 388412 and received 4 boxes of products. Of the four boxes, one box had an english label with the model number: 388411 and a japanese label with the model number: 388412. The product in the box had a model number: 388411. (Only the japanese label on this box is incorrect) the other 3 boxes that arrived at the same time were 388412 model numbers, so there was no problem. Material# changed to 388412 and lot#: 5176881 after customer confirming.